Manufacturer narrative:
B5 - the problem was resolved. Additional information provided "patient is happy". Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to glare/haloes. This resolved the problem. Cause of the event is reported as patient related factor; patient complains of headache.

Manufacturer narrative:
B5 - it is not known if this resolved the problem. (B)(4)